Event description:
The customer reported that both the monitors would shut off without command thereby losing the live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was adjusted. The system was tested and found to be working as intended and put back into service.